Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to a significant discrepancy between the sensor glucose and blood glucose values and also reported transmitter was not working. The customer reported blood glucose value of 418 mg/dl and sensor glucose vlaue of 174 mg/dl. The customer was hospitalized for an overnight stay for the treatment of hyperglycemia. The event involved product(s) unk_sensor, mmt-7911na. Troubleshooting was not performed for hyperglycemia. Troubleshooting was performed for difference between glucose values and confirmed that insulin delivery was not suspended due to reported event and the blood glucose and the sensor glucose value difference was out of acceptable range. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for mmt-7911na.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.